Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular lead complained that it felt like the lead was sticking him. The lead displayed noise and an increase in threshold measurements. A lead fracture was suspected. The patient was not pacemaker dependent and no adverse patient effects were reported.